Manufacturer narrative:
A report was received that an 38mm annuloplasty ring was explanted after an implant duration of 7 years 5 months (89.47 months) and replaced by a 34mm annuloplasty ring due to unknown reasons. No additional information was provided. Despite our attempts to receive further information regarding the device and event, no response or sample for evaluation was received from the health-care provider. A device history record review is in progress. Device not returned.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Additional manufacturer narrative: the device will not be returned for evaluation as it has been discarded by the hospital. No operative report is available and no patient information has been provided. The surgeon reported this as an unsuccessful ring repair and "procedure related." There are many factors that could result in the need to explant an annuloplasty ring and replace with a bioprosthetic valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Without additional information from the health care provider, we are unable to determine the root cause for explant of this device.

Event description:
On (B)(6) 2011, a response was received from the surgeon indicating that the ring was explanted due to an unsuccessful ring repair and was procedure related. The device was discarded and no operative report is available.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, a 38mm annuloplasty ring was explanted after an implant duration of approximately 7 years 5 months (89.47 months) and replaced by a 34mm annuloplasty ring due to unknown reasons.